Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. The explanted device was not returned. No further information could be obtained.